Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the infusion set placed in a patient, with a drape covering the patient. A clear liquid was observed on the drape below the needle. No damage could be seen to the sample in the returned photograph. No details of the leak in the powerloc in the returned photograph could be discerned. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, infusion port needle inserted, leakage near the yellow wing when flushing the tube, replace and re-insert the needle after replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.